Event description:
A customer reported receiving an alert indicating a cartridge change was needed for their pump. The customer experienced a high blood glucose level, measured at 410 mg/dl to high. To address the issue, the customer administered a correction injection using multiple daily injections (mdi). The customer did not require third-party assistance. Technical support provided education on the alert, advising the customer to always return to the pump's home screen and ensure it is off before storing it to prevent accidental touches and incomplete alerts. The customer understood and acknowledged the instructions.